Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was high out of range pacing impedance measurements for the pacemaker and right ventricular (rv) lead. It was also noted there was an issue with the pacemaker header. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the implant procedure fluoroscopy images were reviewed and did not show any significant findings. The existing rv lead was then tested on a pacing system analyzer (psa) and yielded within range pacing impedance measurements. When the new rv lead was implanted with the existing pacemaker noise was seen on the ventricular channel, however when the same lead was tested in the psa no noise was detected.